Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem 'would not alarm for upstream occlusion' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of calibration upstream readings through casualty. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm for upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.